Event description:
Rptr has used these contact lenses for many years and all of a sudden MFR has made the lenses thicker/added a tint without notifying customer. Rptr contacted customer svc which was unaware of the change. Rptr's optometrist also was unaware of the change. Rptr's eye rejected lens. It felt as if there were a rock in rptr's eye. Rptr tried lenses for ten days.